Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the pacemaker exhibiting episodes of high ventricular rate and auto mode switch due to intermittent undersensing of the sinus tachycardia rhythm. It was noted that the patient was having short runs of sudden onset sinus tachycardia and the patient reported experiencing palpitations. The pacemaker's sensitivity was reprogrammed and it was recommended that the physician continue to monitor the patient. Possible changes to the patient's medication were also discussed.